Manufacturer narrative:
Product complaint #(B)(4). Complainant device returned for manufacturer review/investigation. Initial reporter is j&j company representative. Investigation summary : background: two indicated screws arrive from this reference but only one physically. Threaded guides are bent in surgery and were separated for change. This complaint involves three (3) devices. Investigation flow: damage. . The guidewire ø3.2 l400 (p/n: 357.399, lot number: 44p9725) was received at us cq. Visual inspection of the complaint device showed the device was bent. Device failure/defect was identified. Document/specification review: 357_399 rev j (current and manufactured) was reviewed. No design issues or discrepancies were identified. Complaint was confirmed. This complaint is confirmed as the shaft was bent. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 357.399, lot number: 44p9725, part manufacture date: 28-feb-2020, manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.2mm guide wire 400mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review: this lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two screws arrive from this reference but only one physically. Threaded guides are bent in surgery and were separated for change. This report is for one (1) 3.2mm guide wire 400mm. This report is 1 of 2 for (B)(4).